Event description:
It was reported that during a ptca procedure, in which two wires were used simultaneously, the shaft of the catheter broke at the wire exit port. The catheter was removed without incident. Pt status is listed as "okay".